Manufacturer narrative:
(B)(4). Investigation: the patient received 127mls of acda and 54mls of saline. The customer has made 2 follow-up calls and the patient remains asymptomatic. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: a review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Based on the customer's description of the event, the operator inadvertently switched the acd-a and saline when connecting the solutions to the set. Root cause: operator error - the operator connected the solutions incorrectly.

Event description:
The customer reported that one of his operators had switched the acda and the replacement saline during a drbc collection procedure. Eleven (11) minutes into the procedure, the apheresis tech noticed the acda and the normal saline 9% were not hanging correctly. Acda was connected to the saline line and the saline was connected to the anticoagulant line. The patient experienced tingling from citrate reaction and was given tums and some juice to drink. The patient left the center feeling fine. The patient identifier, does not accept all of the digits included in the customer's patient identifier. (B)(6). The disposable set is not available for return and investigation because the customer discarded it. This report is being filed due to operator error that has the potential for death or injury.